Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ 84 years, valvular calcification) likely contributed to the reported contained annular rupture. A hematoma, resulting from the annular rupture, likely contributed to the severe stenosis at the proximal right coronary artery and subsequent placement of a drug-elution stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: hirofumi hioki, md, et al, (2019). Coronary artery obstruction caused by contained annulus rupture after transcatheter aortic valve replacement. Jacc cardiovasc intervention. Retrieved from: http://interventions.onlinejacc.org/content/early/2019/08/22/j.jcin.2019.05.035.

Event description:
As reported by our affiliate in (B)(6) and through an article, "coronary artery obstruction caused by contained annulus rupture after transcatheter aortic valve replacement", during a tavr procedure, a 23mm sapien 3 valve was deployed with 1ml less than nominal volume using transesophageal echocardiography (tee) guidance. Although a contained annulus rupture around the noncoronary cuspid was detected by tee, no further expansion was observed after reversal of anticoagulation using protamine. After a few hours, because the electrocardiogram showed st-segment elevation on the inferior leads, emergent coronary angiography was performed, which showed severe stenosis at the proximal right coronary artery. Emergent percutaneous coronary intervention was performed, and intravascular ultrasound (ivus) showed coronary compression by a hematoma due to the contained rupture. The lesion was revascularized by drug-eluting stent implantation, and post-procedural ivus showed a well expanded vessel. Seven days after the intervention, the patient was discharged without further complications. The native annular valve area measured 358mm2 by CT. Intravascular images showed calcification at the ostium. The minimum diameter of the sinus of valsalva (sov) measured 25mm. The ostial height of the right and left coronary arteries were 13,9mm and 10.7mm respectively.